Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices resulted in the reported difficulty to remove. Manipulation of the device resulted in the reported stretched coils and ultimately resulted in the reported detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional versacore device referenced is being filed under separate medwatch report.

Event description:
It was reported that two versacore guide wires were used in the same procedure. Resistance was felt with the anatomy during the removal of both versacore guide wires, and the guide wire tips felt like they were unraveling. Both guide wires were removed from the anatomy as a single unit, and the wire separated into two pieces outside of the patient anatomy. No intervention was required to retrieve the separated portion. Another unspecified guide wire was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.